Event description:
After attaching lsp oxygen regulator (p/n l106-260) to main oxygen cylinder in ambulance, ee opened cylinder to charge oxygen lines in vehicle. When the oxygen line attached to the regulator, it ruptured at the dss port and again about mid length of line. When the line ruptured, there was a flash of fire burning ee's face and hand. Upon inspection, the following was discovered: dss connector had been installed on the hi-pressure port of the regulator and the gauge was installed on one of the low pressure ports. Electrical tape and adhesive residue was found on the oxygen line and corrugated covering of line. The regulator in question was already pre-assembled and attached to the oxygen line when it was delivered by (B)(4). We believe that when the line ruptured, the sudden release of oxygen in the presence of the adhesive resulted in a flash fire burning the employee.